Event description:
Procedure: wedge resection. Reportedly, when firing, only the knife would advance and the staples did not fire at all. The vessel was cut and it was confirmed over 2,000cc bleeding occurred. No further patient injury reported.